Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: the viscoelastic is not an implantable device. If explanted; give date: the viscoelastic is not an implantable device; therefore, not explanted. (B)(6). The viscoelastic device is not returning for evaluation as it is not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, surgeon observed white particles in the viscoelastic syringe, model healon gv. The surgeon evacuated the healon using irrigation and aspiration. Then they used another viscoelastic. It was noted that there was a delay during the procedure, however there was no patient injury. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.